Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that the device was not tightened properly prior to and during use. This error contributed to the event. The agent is to provide instruction on proper use.

Event description:
The tip of the extractor broke. This event did not occur during a surgical procedure.